Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a colonoscopy procedure performed in 2008 (patient gender, age, and weight are unknown). According to the complainant, they connected the injection gold probe to the generator during the procedure, and when they tried to use the probe, it would not conduct current. They used another of the same device to complete the case with no complications to the patient. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
A visual tip inspection was performed on the returned device. The catheter shaft was inspected as well; no anomalies were observed. No damage or inconsistencies were noted to this specimen during the analysis. An electrical load test was performed. The device showed evidence of working properly (reading: .825 amps) (spec. Between .800 amps and .840 amps.); no anomalies were observed. The complaint was analyzed and not confirmed. The probable cause for the failure reported was related to generator settings.